Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the handle was tested, it pops out of the loose tip and was repeatedly tested several times at unknown timing of the surgery. The procedure type and completion details were unknown. There was no information about patient impact. This report pertains to phacoemulsification tip (phaco tip) involved in this reported event.